Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 111 mg/dl the other day and had increased to 488 mg/dl; the customer later inspected her infusion set and discovered a bent cannula. The patient changed her set and treated with a 25-unit insulin pump bolus. Troubleshooting was declined for the high blood glucose. The customer also noticed cracks on her battery compartment. The customer did not know how the damage occurred. The insulin pump was returned for analysis due to the physical damage.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with broken battery tube threads, cracked case at display window corners and cracked lcd window.